Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell with the insulin pump. The insulin pump's keys did not respond to commands. The insulin pump continued to alarm with no visible alarm on the screen after reinserting the battery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test or verify unresponsive buttons keypad due to display anomaly. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.